Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported following open heart surgery the right atrial (ra) lead exhibited noise and showed signs of damage which needed replacement. The ra lead was extracted and replaced. No patient complications have been reported as a result of this event.